Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the up arow keypad button was under responsive. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 17-apr-2019 with the following findings: the keypad was found to be fully intact; no peeling or damage was observed. All of the keypad buttons were responsive during testing. During investigation, the keypad was removed and evidence of contamination was found under all of the keypad button contacts. Unrelated to the complaint, investigation revealed a battery compartment crack. A leak test revealed a battery compartment leak. The pump was opened and there was evidence of moisture corrosion on back side of the battery compartment, on the display board and transceiver board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.